Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During a clinic follow-up, redness was observed on the device pocket. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.